Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump, which occurred mainly while the customer was asleep. No additional patient information was available. The pump and transmitter reportedly regained connection.